Manufacturer narrative:
G4:02nov2020; b4:24nov2020. The device was evaluated by a philips field service engineer (fse) and the issue was confirmed. The fse replaced the o2 sensor to resolve the issue and the device returned to full functionality. According to the information provided by the evaluation it was determined that the device failed to meet specifications. Following the repair, the device was returned to the customer to be placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28sep2020.

Event description:
It was reported to philips that the device had a oxygen sensor failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.